Manufacturer narrative:
This report was filed by the manufacturer.

Event description:
Customer reported a leak in the IV tubing. The patient had tpn and lipids infusing. The nurse reported that the lipids were dripping from a crack in the IV set at the insertion site into the pump. No patient harm reported and no medical intervention required. No other event details available. The IV administration set was requested, but not received to date. A follow up report will be filed if product is received in the future.